Event description:
This spontaneous case was reported by a physician and describes the occurrence of urticaria ("allergies hives") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. An unknown time later she experienced urticaria (seriousness criterion hospitalisation), device dislocation ("it also looks like the essure is misplaced based on the ultrasound"), arthralgia ("bilateral hip pain.") And abdominal pain upper ("epi pain"). The patient was treated with prednison (prednisone). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to arthralgia, urticaria, abdominal pain upper or device dislocation. The reporter commented: consumer attributes the symptoms to the essure and considering having it removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): it also looks like the essure is misplaced. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of urticaria ('allergies hives') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion hospitalization prolonged), device dislocation ("it also looks like the essure is misplaced based on the ultrasound"), arthralgia ("bilateral hip pain.") And abdominal pain upper ("epi pain"). The patient was treated with prednisone (prednison). Essure treatment was not changed. At the time of the report, the urticaria, device dislocation, arthralgia and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, device dislocation and urticaria with essure. The reporter commented: consumer attributes the symptoms to the essure and considering having it removed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: it also looks like the essure is misplaced. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-aug-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.